Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse was unable to reproduce the reported issue. Fse indicated likely faulty bipolar energy cables at the time of the issue. Fse proactively replaced the integrated electrosurgical generator unit (iesu) to resolve issue. The system was tested and verified as ready for use. Verification via logs confirms the occurrence of procedures on the reported event date of (B)(6) 2022 using system (B)(4) matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. No images or videos were shared for the event. A review of the site's complaint history shows additional complaints related to this product and/or this event. The issue occurred on two benign hysterectomy procedures performed (B)(6) 2022 using system (B)(4). Reports were submitted under patient identifier (B)(6) and patient identifier (B)(6) (this record). Isi received the returned iesu involved with this complaint and completed the device evaluation. The iesu was tested with known good energy instrument and failure analysis investigation was not able to reproduce the reported complaint. During testing, the unit energized and cauterized. All ports recognized the instruments during testing. This complaint is considered a reportable event due to the following conclusion: the customer converted to a laparoscopic surgical procedure after the start of the procedure due to electro surgical unit (esu) not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure that bipolar port # 2 on the erbe generator was not functioning. The procedure was converted to laparoscopic procedure. There were no reports of patient injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was converted due to the erbe bipolar energy not functioning. The fenestrated bipolar instrument and the bipolar cord were changed, and both bipolar ports were tried, but the bipolar energy still would not work. Arm 1 seized up and would not move. The arm drape was reseated and checked for anything stuck. The memory feature to exchange the instruments did not work during this time in arm 1 only. The case was converted to a laparoscopic procedure, then to a vaginal hysterectomy. The patient tolerated the open procedure with no issues. Troubleshooting was performed with the technical support engineer. The issue was not resolved with troubleshooting. There was no harm to the patient. The system was inspected prior to use. It is unknown if there were any issues with port placement. The surgical staff did not observe any outside influences that caused the issue. The procedure had been in progress for 40 minutes when the issue occurred.